Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the concentric, mildly tortuous proximal left anterior descending (lad) coronary artery. The 4.5x8 mm nc trek balloon dilatation catheter (bdc) was used for post dilatation of a xience sierra stent. After post dilatation, the bdc was unable to be deflated. Negative pressure had to be applied many times and finally the bdc deflated and was able to be removed. The dilution rate of contrast agent was normal. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. However, factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The reported difficulty removing the device appears to be related to circumstances of the procedure as it was reported that the difficulty was due to the balloon not being able to deflate. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information received indicates that the contrast mix was 50:50, the balloon was inflated once and negative pressure was applied for about 10 seconds. The lever of the indeflator was pulled several times. The nc trek catheter was removed while it was being pulled applying 2 atmosphere of pressure. No additional information was provided.